Event description:
Per the surgeon, the patient reported dizziness and was unable to hear with the cochlear implant system. The patient's device was explanted in 2007, due to abnormal placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.